Manufacturer narrative:
The erbe esu and footswitch were returned and thoroughly inspected/tested. The findings were as follows. Esu: a stress test was performed on the generator. The esu worked as intended (i.e., there were no issues found with the unit). The evaluation included an electrical safety check, a function check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the involved unit. Footswitch: the footswitch was inspected/tested. It was found to be functioning properly. Since no problems were found with the returned items, the customer is being advised to evaluate or have an evaluation performed on all of the other involved accessories (i.e., active cable, instrument, etc.). Finally, no conclusive determination could be made as to the cause of the reported event. The involved medical personnel are being made aware of the findings. To further address the issue, additional in-service work was being offered. Erbe USA, inc. Is now closing the file on this event.

Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a patient incident. A colonoscopy was being performed to remove a flat 1.5 to 2.0 cm polyp. The settings were endocut q, effect 2, cut duration 1, and cut interval 4 as well as forced coag mode, effect 2, 25 watts. The esu was used with a vio two pedal footswitch (part number 20189-304, lot number wo210616) and a boston scientific captivator 25 mm braided snare. No information was provided in regards to the other accessories that were used. Upon depressing the cut pedal on the footswitch, there were no audio endocut tones and only coagulation output was delivered. Additionally, the thermal effect was more than normal. The patient went to the emergency room complaining of abdominal pain. A CT scan detected free air at the polyp site indicating there was perforation. Surgery was performed to repair the hole.